Event description:
Boston scientific received information that this right ventricular (rv) lead displayed loss of capture. The physician suspected a perforation. Blood was seen in the pericardium. A lead revision procedure was performed where the lead was successfully repositioned. No surgical intervention was needed to repair the perforation as the patient seemed to be healing on their own. There were no additional adverse patient effects. The lead remains in service.

Manufacturer narrative:
As of today, no additional is available and our investigation is complete at this time. Should additional information become available, this report will be updated.